Event description:
It was reported that cartridge alarm 30 occurred on pump and caller also experienced cartridge alarms with consecutive cartridges, although issue did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, cts confirmed repeated cartridge alarms, and pump was arranged for replacement. The customer reverted to an alternate method of insulin therapy.